Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right sided capsular contracture baker grade IV and left sided asymmetry. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient who underwent breast surgery with a 325cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and left sided asymmetry post procedure. As a result, patient had undergone bilateral removal and replacement with a non-mentor device (natrelle) on (B)(6) 2019. This report is for the right sided device.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/29/2019. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated with breast implant and asymmetry. During evaluation of the sample, it was observed to be intact. No anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).